Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was not able to be removed from the patient. Device evaluation details: visual analysis of the returned sample revealed that spline and ring were observed bent. A manufacturing record evaluation was performed for the finished device 30569897l number, and no internal action related to the reported complaint condition were identified. The instruction for use (IFU) recommended: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was not able to be removed from the patient. The surgeon used pentaray to construct the left atrial model during atrial fibrillation surgery, completed 4 pulmonary veins and posterior wall modeling of the left atrium and then slid down the left ventricle while building the floor of the anterior wall of the left atrium, and the surgeon found that pentaray could not be withdrawn for approximately 5 minutes. Suspected to have jammed the key cable, put a little more effort, tried to pull it out, still invalid. Seek help from a senior physician present, who pushes the sheath high and pulls out pentaray with greater force. After removal, pentaray was intact, without thrombus, and there was no entanglement of the key cord. There were no acute complications throughout the procedure, but one branch was slightly deformed. Out of shape. It was reported that during the af operation, the branches were out of shape. A second catheter was used to complete the operation. There was no adverse event reported on patient. Bent/twisted spline is not MDR-reportable. Medical device entrapment requiring excessive manipulation is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).